Event description:
Boston scientific received information that this patient presented to the emergency room due to pacing inhibition resulting in 6 seconds of asystole and syncope. Upon investigation, it was noted the right ventricular (rv) lead showed no issues with adequate lead diagnostics when connected to a pacing system analyzer, however it was suspected that ventricular loss of capture may have occurred. Noise was noted on the atrial channel, however no noise could be reproduced on the rv lead, although it was suspected noise had occured at some point. Numerous root causes were discussed with technical services, including that a connection or device header issue may be present. The physician decided to explant and replace this device and implant a new pacemaker using the chronic rv lead.

Manufacturer narrative:
The device was explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not reproduce the clinical observations, and detailed analysis could not find any abnormalities that could have contributed to the clinical findings.